Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. Root cause: the root cause of this CAPA was found to be related to the iui design and environmental clinical disinfection practices. This report lists imdrf annex a040502, c0601, d01, and g02017 codes that are reportable malfunctions observed on the device during servicing.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[software fault]. There was no reported patient involvement.